Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of fever, chills and back pain. Blood cultures revealed that the patient had developed staphylococcus infection and vegetations on the right ventricular lead. The source of the infection was not determined. The implantable cardioverter defibrillator and lead were explanted on (B)(6) 2018 without any hemodynamic complications. The patient was stable post-procedure and would continue to be monitored.